Event description:
Eclipse homepump (lot# 0202614692, model # e102000), filled with cefepime 2 gram/0.9 percent sodium chloride 100 ml began leaking out as soon as patient opened clamp. The tubing is broken at the lower side of the connection to the 200 ml/hr regulator.